Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified unspecified vessel. A 1.20mm x 8mm emerge¿ balloon catheter was selected for use and advance to dilate the lesion. However, at an unknown number of inflation and at an unknown pressure, the balloon ruptured. The ruptured balloon was removed from the patient completely. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of emerge balloon catheter. There was a stopcock attached to the hub. There were numerous shaft and hypotube kinks. There was a pinhole and a scratch in the balloon wall over the marker band. Microscopic examination of the balloon presented no irregularities in the balloon material and the ro marker band that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified unspecified vessel. A 1.20mm x 8mm emerge¿ balloon catheter was selected for use and advance to dilate the lesion. However, at an unknown number of inflation and at an unknown pressure, the balloon ruptured. The ruptured balloon was removed from the patient completely. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).